Manufacturer narrative:
On 12/11/19, mentor received additional information regarding the patient's symptoms and the revision surgery. The patient experienced several unexplained systemic symptoms, including brain fog, fatigue, myalgias, arthralgias, and breast pain. The root cause of the patient¿s symptoms is unclear the patient underwent bilateral removal without replacement. On 12/17/2019, the investigation on the suspected medical device was completed. On 12/18/2019, it was found that the initial report contained incorrect initial report source information. The initial report was a consumer, not a healthcare professional. The relevant field has been updated. On 12/19/2019, after clinical review of this file, patient codes autoimmune reaction was added and generalized illness was removed to more accurately capture the patient¿s reported symptoms. Investigation summary : during evaluation of the sample, a crease was observed on the posterior aspect. Within the crease, a rupture was noted measuring approximately 13 cm. No other anomalies were observed. A crease/fold failure may be the result of the continuous and sustained stresses to the device caused by the capsular contracture. At the present time, there is no sufficient evidence to show an association between breast implants and autoimmune disorder (assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. No further investigation will be conducted on this complaint as there are no indication that the issue found is related to the manufacturing process. It is most likely that the crease/fold was created due to the stress cause by the capsular contracture which resulting in a tear at a later date. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right-sided rupture and grade iii capsular contracture. Concomitant medical products: 350cc mentor memorygel breast implant (catalog #: 3503501bc, serial #:(B)(4)). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a revision breast augmentation with a 350cc mentor memorygel breast implant and experienced postoperative right-sided rupture and grade iii capsular contracture. The diagnosis was confirmed by a healthcare professional. As a result, the patient underwent removal without replacement on (B)(6) 2019.